Manufacturer narrative:
Device evaluated by MFR: the v-18 guidewire was returned for the analysis; overall visual revision did not identify failures or evidence that could be lost due to decontamination process. It was observed during visual inspection under the microscope that the guidewire was bent at the distal tip section. It was observed that the polymer jacket was detached. A part of the box was returned, and it was observed that the pouch information matches with the complaint information. No more damages or issues were observed on the device.

Event description:
Reportable based on device analysis completed on 29-nov-2023. It was reported that flexibility problem occurred. During the embolization of the target lesion located in the internal iliac vein. A 300cm, 8cm v-18 poly tip guidewire was selected for use, but the device felt to be stiff and couldn't properly advance to the internal iliac branch. The procedure was completed with a different device. No patient injuries were reported. However, returned device analysis revealed that the hydrophilic coating peeled-off.